Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The safety was observed to be broken. Microscopic evaluation noted nicks on the knife blade. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic anastomosis - left colectomy, the surgeon had broken the security system to fire during anastomosis. There was no patient injury.